Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effects of recurrent mitral regurgitation (mr) and unspecified tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the available information, a cause for the reported unspecified tissue injury could not be determined. The reported recurrent mr appears to have been related to patient conditions. The reported hospitalization or prolonged hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for recurrent mitral regurgitation and possible tissue damage. It was reported that this was a mitraclip procedure, performed on (B)(6) 2020, treating degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted and the mr was reduced to grade 1. On (B)(6) 2021, the patient underwent a second mitraclip procedure, treating recurrent mr of grade 4. The implanted clip was noted to be stable on both leaflets and well attached. No leaflet damage was noted; however, it was thought that there was possible injury to the papillary muscle where the chords were attached. No chordal rupture was noted and the papillary muscle injury could not be seen. One additional clip was implanted and the mr was reduced to grade 2. Post procedure, the patient was in stable condition. Per physician, the recurrent mr was due to either disease progression or the papillary muscle injury. No additional information was provided.